Event description:
(B)(4). No injury alleged. Malfunction alleged - end user has not used system in over a year and when he started it up on (B)(6) 2014 he smelled a smell of burning. It was never started up still new. The smell did go away.